Event description:
It was reported by the user that when the physician was passing a wire through a st. Jude medical sl1 sheath retrograde around the aorta, an aorta dissection occurred. The patient was taken to surgery for repair. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).